Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) level ranged between 80 mg/dl and over 600 mg/dl and went to the ER with diabetic ketoacidosis on multiple occasions. Reportedly, the customer changed pump supplies to resolve issue. Reportedly, the customer continued to use the pump for insulin therapy.